Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with e52 alarm loop during power up. Unable to perform displacement tests due to e52 alarm. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Swapping out test interface boards confirms e52 alarmed is isolated to mother board. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, broken battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label. Unit had broken battery tube threads confirmed. E52 alarm is isolated to mother board. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a broken battery compartment. The customer reported no adverse event. The event involved in the product was mmt-712wwl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return is required for mmt-712wwl.